Event description:
It was reported by the patient that they had been getting a twitch below the pacemaker under the shoulder area. It was occurring every two days at the same time in the morning. The patient indicated that it started happening more than six months ago. The patient also indicated that they experienced shortness of breath during these episodes. Per the patient, the physician is "trying different options." Follow-up was attempted with the clinic; however, no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.